Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported that the power safe alarm of an iw951aea cosycot infant warmer did not function. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Method: the iw951aea cosycot infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Results: the customer reported that the power failure alarm of the iw951aea cosycot infant warmer was faulty. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power failure alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications.

Event description:
A healthcare facility in australia reported that the power failure alarm of an iw951aea cosycot infant warmer did not function. There was no patient involvement as the issue was found whilst the device was not in use on a patient.